Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant products: rvdr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).